Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from 4112742 to 4121843. D4 - expiration date: updated from 10/31/2026 to 11/30/2026. D4 - primary UDI number: updated from (B)(4) to (B)(4). H4 - device mfg date: updated from 11/27/2024 to 12/18/2024.

Manufacturer narrative:
B5 - describe event or problem: updated as additional information was received.

Event description:
Subsequent to the previously filed report, additional information was received. The sheath was upsized to 12f, thus the stent grafting procedure was completed using the 12f sheath. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional stent grafting procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the prostyle device. The suture of a new prostyle device was successfully pre-placed. The stent grafting procedure was completed using the same sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.